Event description:
It was reported by the patient that this lead was explanted due to an obstruction of the superior vena cava caused by the leads. This device was replaced by leadless non-bsc system. No additional adverse patient effects were reported.